Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a patient outlet fitting that was loose and was easily loosened when attaching or detaching a patient circuit. There were no patient harm or adverse events reported as a result of the event and there was no delay of therapy.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that the device had a patient outlet fitting that was loose and was easily loosened when attaching or detaching a patient circuit." During visual inspection it was found that the patient outlet was loose. Bonded patient outlet to vrv manifold block. Patient outlet no longer comes loose at specified torque setting. Probable cause was the patient outlet was loose due to the device needing remediation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.